Event description:
Customer returned the device for evaluation and repair for the leak in the suction channel of the device observed during leak test at the time of reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the connecting tube has coating peeling for an area of more than 1 mm square. This medwatch is being submitted for the reportable issue of the connecting tube coating peeling for an area of more than 1 mm square as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the connecting tube has coating peeling for an area of more than 1 mm square. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), deformation of electrical (el) connector, and damage to channel tube, water tightness is lost; distal end is shaved; grip has a dent; control unit, universal cord, and connecting tube all have a scratch; scope (s) connector is sticky; and there is less angulation. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: -preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: -important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.